Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for a biliary stone lithotripsy, the device was successfully placed over the stone; however, the device could not crush the stone and the basket wire of the subject device detached from its handle. The user facility reportedly crushed the stone with a mechanical lithotriptor (bml-110a-1) and could retrieve the device from the pt and completed the procedure using the bml-110a-1. It was reported that there was no injury in the pt.

Manufacturer narrative:
The user facility reported that the basket wire broke because the stone was hard. The device referenced in this report was returned to omsc for eval. The eval confirmed that the basket wire broke at the connection portion to the control pipe. There were no other abnormalities related to the breakage in the subject device. There were no abnormalities related to the breakage in the manufacturing record of the subject device. Based on the previous investigation the cause of the user's experience was determined to be due to the biliary stone being excessively hard. This report is being submitted as a medical device report in an abundance of caution.